Event description:
During surgery, xi prograsp cable frayed and broke while in use inside patient. Manufacturer response for endoscopic forceps (surgical instrument), prograsp forceps (per site reporter).